Manufacturer narrative:
The device was returned for investigation. The investigation revealed that the device experienced mechanical stresses during the procedure causing damage to the hypotube and leading to a tear in the outer jacket, deformation of vacuum lumen and steering system damage. The investigation also revealed that the stones were not broken down small enough and stone debris became lodged in the working channel of the catheter due to a use error. The device instructions for use (IFU) provides the following warning and cautions to the users, "stone fragments can lead to clogging of the cvac aspiration system. Physicians must regularly monitor the vacuum tubing or stone collector to confirm fluid outflow during the procedure. Fluid outflow in the vacuum tubing indicates there is no clogging in the vacuum lumen of the cvac aspiration system. The lot history review (lhr) for lot# p21264 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026, a patient underwent a steerable ureteroscopic renal evacuation (sure) procedure utilizing a 12/14 fr dornier magellan ureteral access sheath (uas). During the procedure, an issue was noted at the distal end of the device, which limited its retraction through the uas. The physician elected to withdraw the device together with the uas. The device was successfully removed without complication. No adverse patient outcomes were reported in association with this event. The procedure was subsequently completed using a flexible reusable ureteroscope.